Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): the UDI is unknown because the part number and lot number were not provided. There was no reported device malfunction and the product was not returned. The reported patient effects of angina and stenosis are listed in the promus everolimus eluting coronary stent system instructions for use (IFU). Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue. You are receiving this MDR report from abbott vascular because (B)(4) as its own brand labeling of abbott vascular drug eluting stents in the us.

Event description:
It was reported that on (B)(6) 2013, a 2.5x12mm promus stent was implanted in the proximal left circumflex artery (plcx). On (B)(6) 2013, it was noted that patient may be a plavix hypo-responder. On (B)(6) 2015, the patient experienced recurrent angina. On (B)(6) 2015, the patient had coronary angiography which revealed 99% isr. A non-abbott stent was implanted, resolving the event. On (B)(6) 2016, the patient was hospitalized due to angina. On (B)(6) 2016, coronary angiogram revealed 80% isr and/or stent thrombosis of the non-abbott stent. This was treated with percutaneous transluminal coronary angiography (ptca). The event was considered resolved on (B)(6) 2016 and the subject was discharged. No additional information was provided.